Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.